Event description:
It was reported during an unknown timing that the device is grabbing and tearing skin. There is no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a1, b4, b5, e4, g1, g3, g6, h1, h2, h6, h11 review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing the device was grabbing and tearing skin. There was no patient involvement. Due diligence is complete. No additional information is available.